Event description:
It was reported that the user sought assistance to set up the ilet after a lapse in use; the cgm was connected, a supply change was performed with guidance, and the device was operating, yet the user reported elevated blood glucose readings up to 390 on the pump with no confirmatory fingerstick available. Symptoms included hyperglycemia. Outcomes included temporary impaired device therapy effectiveness requiring troubleshooting and education. Investigation included remote troubleshooting, review of setup steps, and confirmation of supply change completion. Investigation of this case revealed no confirmed device malfunction and no confirmed component failure; hyperglycemia occurred with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.